Event description:
Additional information received indicated that patient underwent surgical intervention where the entire system was replaced reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced impedances issue on one of the leads and was not receiving effective coverage of pain relief. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3189, UDI: (B)(4), serial: (B)(6), batch: 5688865.